Manufacturer narrative:
(B)(4).

Event description:
Baxter (B)(4) received a report of a multirate infusor with its tubing loose from the port. The concomitant medical products are currently unknown. This condition was observed before use. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation per the customer. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any relevant additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.